Event description:
It was reported that noise was seen on previous shocks the patient received from the right ventricular (rv) lead. The lead also had high short interval counts (sic). The lead was capped and replaced. No further patient complications have been reported as a resultof this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: c154dwk implantable cardioverter defibrillator implanted: 2007-(B)(6); 507652 implantable pacing lead implanted: 2007-(B)(6). (B)(4).